Event description:
The customer reported the au5800 clinical chemistry analyzer had intermittent erroneous low sodium (na) results on three (3) patient samples. There was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for three (3) patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The sample probe was clogged leading to the leak at the sample probe wash valve and intermittently low na results. The fse replaced the sample probe to resolve the issue. Patient demographic information was not provided. Beckman coulter internal identifier is (B)(4).